Manufacturer narrative:
On (B)(6) 2011, doctor alleged that distal jet appliance cut patient's tongue. The patient was given prescription medications for the injury. Since each appliance is custom-made to the request of the prescription, there was no product problem. A new appliance will be placed. At the time of this report, the patient is doing well.

Event description:
On (B)(6) 2011, a doctor alledged that a patient's tongue was cut due to a distal jet appliance.